Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving three separate products; associated MDR numbers 2937457-2014-00396, 2937457-2014-00397, 2937457-2014-00398, 1225714-2014-00859, 1225714-2014-00860, 1225714-2014-00861, 1225714-2014-00862, 1225714-2014-00863 and 1225714-2014-00864.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, another cardiovascular event on (B)(6) 2012, and an additional cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.